Manufacturer narrative:
The device in question was returned to the manufacturer on november 27,2024, the evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that customer received the exchange 10973hd sn:(B)(6), they reprocessed it as usual, following the IFU. When the patient was already a sleep on the or table they connected the vms and there was a message incompatible head and they had no image. They had to postpone the surgery.